Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set fell of adter one day of use event on 09-feb-2026. The infusion set had been in use for one day. No further information available.